Event description:
Injection was set for 2.5 ml/sec for a total of 100ml's of contrast. The nurse placed the patch and was palpating the injection site over the patch while the contrast was being injected. Palpation was steady, not up and down. The nurse did feel an extravasation. After injecting all 100 cc's no enhancement in the chest or kidneys was noted. At that point the pt was checked and an extravastion was noted. It was estimated that the entire 100ml extravasated. An arm scan was performed and it looked like good patch placement according to where the nurse said she placed the patch. Pt was treated with cold compresses and an injection hyaluronidase was given. A plastic surgeon was consulted the next day.